Manufacturer narrative:
The subject portable liquid oxygen unit, caire stroller (sn (B)(4)) was returned to the company for further investigation and testing. A full external visual inspection and functional performance test was completed. External visual inspection showed evidence that the unit had been dropped upside down. The soft case was removed for inspection. It was noted that the top bracket was bent and a split was seen in the convoluted tubing. The damage seen would cause the lox to flow u pto the flow control valve and out of the cannula.

Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. "The patient went to use the unit and liquid shot up through the cannula. The lox went halfway up the tubing, started to freeze and broke off the tubing before reaching the patient. Patient was not injured."